Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end-user, the chair sped up on its own causing him to run into the fridge, scraping it, took off the frame of the doorway, tore off corner molding, ripped a leather couch. The end-user states there were no injuries. This has been occuring for the past 6 months.